Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again.